Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high capture threshold when tested in different ventricular positions. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.